Event description:
It was reported that on sep 12, 2024, the item won't turn on. The issue was observed during testing. There was no patient involvement. No injuries, no delays. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary service and repair evaluation: the repair technician reported that motor does not run in forward and fast forward condition, discolored wires, patina on switch plate and housing, damage membrane vent,brown residue on barriers, rusted motor. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 25-sep-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot service and repair history: the previous service event for part number 05.000.008 with lot number(s) 003430 has been reviewed. The customer called in a service request for this item on 12-aug-2019 for hand piece for powered battery driver does not work and was tried with a new battery.. The item was previously returned for service on 9-sep-2011 due to motor failure. The previous service condition of motor failure is relevant to the current complained issue of hand piece for powered battery driver does not work and was tried with a new battery.. The manufacture date of this item is 19-may-2010. The service history review is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.